Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges that the device only shows "service required" message. A device was returned to a third-party service center. During the evaluation of the device, they found out that the device requires service, e203 direct change of pcba according to the manual, the pcba is burned. Error codes are found on the device. In addition, failures on the reusable pollen filter, dreamstatin2 blower-saline contamination, blower box kit - saline contamination, blower outlet seal / isolator -saline contamination, heater plate kit- saline contamination, auto CPAP advance w/modem -burned, warning label-dirt contamination, ui bezel plus scratches and terminal with oxide, inlet/outlet seal-saline contamination. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.